Manufacturer narrative:
The customer¿s concerns that 1ml syringes are not being recognized by the syringe module when luer locks are being used could not be confirmed or replicated. The customer did not return any product. The dfu warns against using syringe attachments with diameters larger than the diameter of the syringe barrel as this could cause the syringe module from correctly detecting the syringe size. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. A device history could not be performed, the customer did not return any product or provide device serial numbers. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that 1ml syringes are not being recognized by the syringe module when luer locks are used.